Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete patient identifier is (B)(6).

Event description:
The customer observed a falsely elevated alinity c creatinine result for one sample that was reported out of the laboratory. The following data was provided: (B)(6) 2022, sid (B)(6) initial result = 586.8 umol/l, repeats on a 2nd alinity = 120.8 umol/l, 120.1 umol/l, and 113.1 umol/l, repeats on a 3rd alinity = 119.7 umol/l the patient was referred to a nephrologist due to the discrepant result. No additional impact to patient management was reported.

Event description:
The customer observed a falsely elevated alinity c creatinine result for one sample that was reported out of the laboratory. The following data was provided: (B)(6) 2022 sid (B)(6) initial result = 586.8 umol/l, repeats on a 2nd alinity = 120.8 umol/l, 120.1 umol/l, and 113.1 umol/l, repeats on a 3rd alinity = 119.7 umol/l the patient was referred to a nephrologist due to the discrepant result. No additional impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity c creatinine results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot number 47269un21 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the alinity c creatinine assay for lot 47269un21 was identified.